Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the bos battery status, no charging cycle was recorded to the devices memory. The memory content of the ICD was inspected. The inspection revealed multiple intermittent elevated shock impedances of greater than 150 ohms in the period between (B)(6) 2019 and (B)(6) 2019. Since (B)(6) 2019, the data showed a continuously elevated shock impedance. Therefore, the header of the ICD was visually and mechanically inspected. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. Further, the ICD was subjected to an electrical analysis. First, the impedance measurement functions of the device were tested and proved to be fully functional. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device was fully functional. There was no indication of device malfunction.

Event description:
This device was explanted and replaced due to high shock impedence on the patients rv lead. The physician believed the impedance issue was due to an issue with the device header. A new device was connected to the existing rv lead, and high shock impedance was measured again. The rv lead and the device were both explanted and replaced. New lead and device have shock impedance measurements within range. No adverse patient events were reported.